Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that the patient stated they were needing an MRI. The patient stated they could turn both devices on but they couldn't get them to marry up with each other to turn therapy off. The patient had been to the hospital twice trying to get it to connect. The first time one of the devices was not fully charged and they had to charge it and once they got both devices charged and went back yesterday, for whatever reason it was not finding the other device. The patient mentioned this was not the first time this had happened with this device where they had a difficult time. Last november also had a hard time getting it to marriage up like it is supposed to. During the call, the agent reviewed how to use the equipment. The patient was able to connect and go into MRI mode.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.